Event description:
Note: date of the event is unknown. It was reported to boston scientific corporation that an autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the tome would not bow. The procedure was completed with a second autotome rx sphincterotome device. No patient complications were reported as a result of this event, and the patient's condition was reported as "fine" following the procedure.

Manufacturer narrative:
The lot number is unknown; therefore, the device manufacturer date cannot be determined. Visual examination of the returned device revealed that the exposed cutting wire melted the extrusion resulting in a tear. This tear allowed the cutting wire anchor to slide proximally, which hindered the ability of the cutting wire to bow when activated with the handle. The cause of the cutting wire to melt the extrusion is unknown; however, under significant electrical energy, the cutting wire is known to generate heat sufficient to melt the plastic extrusion region. The 2008 15-month autotome sphincterotome product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.